Manufacturer narrative:
The repair evaluation confirmed the customer¿s reported problem, the adhesive at bending section cover is discolored (white in color) and chipped. Additionally, a gap in the adhesive was found between the acoustic lens and distal end cover. There is a pin hole in the adhesive of the ccd cover lens, damaged probe unit (dents), deformation to the distal end, corrosion on the instrument channel mount, the angulation is below the standard specification and the movement has play, the wire stopper came off and the biopsy channel has incised, cuts. Also, there are scratches on the following: light guide lens, the protective boot cover, the control body, scope cover, up/down control knob and the switch unit box. The device has had no previous repair records. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer evis exera ii ultrasound gastrovideoscope was returned to olympus service/repair for a reported, ¿rejection, poor bonding of a-rubber (following inspection)¿. The problem was found during inspection. Upon inspection and testing, a gap in the adhesive was found between the acoustic lens and distal end cover. This report is being submitted to capture the adhesive defect at the distal end. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in the adhesive likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.